Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls for knowing customer's condition; customer reported on (B)(6) 2016 was at the ER and customer was treated with insulin injection; customer informed that glucose level was 89mg/dl on arrival and 140mg/dl150md/dl at discharge.

Event description:
Customer is complaining that meter is readings too high as compared to doctor's meter. Customer ran a blood glucose test on the truetrack result meter today at the doctor's office and truetrack result was 164mg/dl and doctor's meter read 118mg/dl(fasting). Customer expected range is 89md/dl-125mg/dl (fasting). Customer run a back to back test during call and the results were 278mg/dl and 252mg/dl (nonfasting). Customer reported asymptomatic. (B)(6). Memory concerns: with all the results. The strips were opened on (B)(6) 2016 and they are stored in the bedroom.